Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle lite was used during a posterior repair with pinnacle mesh procedure on (B)(6) 2016. According to the complainant, during preparation, the needle detached from the suture upon loading into the capio carrier. The procedure was completed with another pinnacle lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned pinnacle¿ lite revealed that the suture on the blue dilator was broken and the dart was missing and not returned. Analysis revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a pinnacle¿ lite was used during a posterior repair with pinnacle mesh procedure on (B)(6) 2016. According to the complainant, during preparation, the needle detached from the suture upon loading into the capio carrier. The procedure was completed with another pinnacle¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.